Event description:
It was reported that 3 years prior to report, the patient's pump stopped for 2 hours after a bridge bolus and the patient started going into withdrawals. It was later reported that the pump shut off. The pump did not alarm. It was noted that the patient went through 2 hours of hell. The patient did not contact the health care provider. Additional information received reported the equipment worked fine, the patient tried to access bridge bolus to early. There was no program problem and no problem with the bridge bolus. The pump was used to infuse fentanyl.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial # (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).